Event description:
It was reported that prior to a breast biopsy, the collagen would not deploy. Changed markers and completed the case with no consequences to the patient.

Manufacturer narrative:
Introducer sheath detached from handle and clear tip sheared at distal tip.